Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 594 mg/dl at the time of incident. Customer stated that the insulin pump was alarming and vibrating with no message and the buttons were unresponsive. Customer stated that the insulin pump was exposed to moisture that could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 594 mg/dl due to insulin pump was not working. Customer treated with manual injection and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened escape button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test, however moisture damage found on the electronics. Pump had cracked case at display window corners, battery tube threads, reservoir tube window, reservoir tube lip, cracked case at reservoir tube window corner, minor scratched and cracked display window.